Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic and reported that their implantable cardiac monitor "came out." The patient was on a road trip and said the seatbelt kept rubbing against the implant site. The physician was not sure if the patient manipulated the implant site. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.